Event description:
It was reported that four days after implant, the lead failed to pace. During the changeout, the lead was explanted and a crack in the insulation was noted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was apparent explant damage.